Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop fungal infection. The patient has reportedly hospitalized in response to the event and has since died. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.